Event description:
Maude report (B)(4) voluntarily submitted by patient states that they were revised to address femoral and tibial loosening. The manufacturer of the knee implant is not mentioned.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.